Event description:
It was reported that the pt experienced increased pain. A catheter access port contrast study performed on (B)(6) 2008, revealed a thoracic intrathecal catheter leak. The pt's catheter was revised on (B)(6) 2008. It was stated the pt recovered without sequela. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).